Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirmed the reported event: "camera will not take pictures." The camera took pictures, but the image display was dark due to a faulty charge-coupled device (ccd). Additionally, manipulating the cable caused lines to display on screen. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the hd autoclavable camera head would not take pictures. This event occurred during a therapeutic procedure. There was no report of patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty/defective charge-couple device unit (ccd) could not be identified. Olympus will continue to monitor field performance for this device